Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle directfix anterior mesh. Later the patient experienced dyspareunia, bladder pressure, bowel problems, infection, bleeding, neuromuscular problems and vagina scarring. Estrogen and nsaids were prescribed.